Manufacturer narrative:
The reported events were dislodgment and over sensing were unable to be confirmed. A complete lead was returned for analysis with the helix retracted and clogged with blood and tissue. Visual and x-ray examination of the helix and inner coil of the lead were normal. The helix could be extended and retracted, and the helix length was normal. Electrical testing was normal. No other anomalies were found.

Event description:
It was noted that patient presented in clinic for follow up. During device interrogation, it was noted that the patient's left bundle branch (lbb) lead was inappropriately sensing atrial activity. Chest x-ray was performed and revealed lbb lead dislodgement. The lbb lead was explanted and replaced successfully. Patient had no consequences.